Event description:
Customer reports via phone. During angiographic procedure using a 4fr cook catheter and namic high pressure tubing, when the injection started, the tubing blew off the tip of the 900101 syringe. Customer set rise time on the injector for 0.3 with a rate of 10ml for volume of 20ml. Tubing blew off syringe tip three times, the customer then set the rise time for 0.8 and the injection proceeded normally. Customer questions the luer lok threads.

Manufacturer narrative:
Manufacturer report: history record: device history record does not have evidence of any abnormal conditions within the manufacturing process. Conclusions: no evaluation could be performed due to no sample was received yet. Corrective actions: no corrective actions initiated. If sample is received, evaluation for this complaint investigation will be performed.